Event description:
It ws reported the patient is unable to establish communication between his ipg and external devices. It was also reported the patient again attempted to charge the ipg 4 days ago without success. The patient is without stimulation. The patient met with a sjm representative and confirmed the issue. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.